Manufacturer narrative:
(B)(4). Correction: it was initially reported that the mitraclip device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment/slda was likely related to patient morphology/pathology. The reported additional therapy/non-surgical was a result of case specific circumstances, as a second clip was implanted to stabilize the slda clip and further reduce the mitral regurgitation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the anatomy. The clip delivery system is expected to be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is submitted because the deployed clip detached from one mitral valve leaflet, and remained attached to the other leaflet. It was reported that the mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were planned to be implanted. The first clip delivery system (cds) was implanted ((B)(4)), reducing the mr to 3+. However minutes after removal of the gripper line, the clip detached from the anterior mitral valve leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). After the slda occurred, mr remained 3+. A second clip was implanted close to the first clip to reduce the mr and to stabilize the slda. Mr was reduced 2+. The patient had a good outcome. No additional information was provided.